Manufacturer narrative:
The device was tested at the bench. A longevity calculation was performed and found the device was in normal range of operation and no anomalies were found.

Event description:
It was reported that the patient had expired. The physician stated that patient was last seen in clinic on (B)(6) 2018 and the device was functioning properly. It was also stated that the patient was in hospice care prior to passing away. The primary and secondary cause of death was heart failure, diastolic, coronary artery disease and hypertension. There was no other significant diseases, conditions or injuries that contributed to death. There is no known allegation from a health professional that suggests the death was related to the device.